Manufacturer narrative:
Device evaluation: a photo of the device was received for evaluation, on the picture it shows a broken tube. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. Most probable cause is that production personnel may have placed excess solvent in the union between the tube and luer.

Event description:
Information received a smith medical cadd cassette reservoirs - flow stop connection hose tore off and leaked 5 fu medication. This occurred while filling the cassette with 5 fu and nacl 0.9% normal saline. The incident was corrected by knotting off hose and insulator, then decontaminated. Cassette was disposed. No patient adverse event reported.